Manufacturer narrative:
(B)(4). Device is similar to device with 510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to study: distal graft thrombus at 776 days post-procedure. On (B)(6) 2013, the patient received a ztlp-p-24-105-ci3 proximal component. Per site analysis, the completion angiogram revealed a patent graft with no evidence of kink, compression, infolding, or endoleak. On (B)(6) 2013 CT scan (20 days post-procedure): analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, or infolding. An endoleak of unknown type was noted. On (B)(6) 2015 CT scan (776 days post-procedure): core lab analysis: new thrombus present at distal stent. Patient outcome: no adverse events related to the device or secondary interventions have been reported for this patient.

Manufacturer narrative:
(B)(4). Device is similar to device with 510(k) p140016. Summary of investigational findings: based on the investigation it was not possible to conclude the exact root cause for this event. In this case the endograft demonstrated slow but progressive mural thrombus formation beginning after 3 weeks. The mechanism for stent graft thrombus in blunt thoracic aortic injury (btai) patients are unknown but stent graft sizing has been proposed as a factor. In this case nothing indicates that the devices were not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: distal graft thrombus at 776 days post-procedure. On (B)(6) 2013, the patient received a ztlp-p-24-105-ci3 proximal component. Per site analysis, the completion angiogram revealed a patent graft with no evidence of kink, compression, infolding, or endoleak. On (B)(6) 2013, CT scan (20 days post-procedure): analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, or infolding. An endoleak of unknown type was noted. On (B)(6) 2015, CT scan (776 days post-procedure): core lab analysis: new thrombus present at distal stent. Patient outcome: no adverse events related to the device or secondary interventions have been reported for this patient.